Event description:
During an in-clinic follow-up, the patient underwent magnetic resonance imaging (MRI), however, MRI settings were not enabled on the device which resulted in the device entering backup vvi (bvvi) mode. High voltage therapy was unavailable while the device was in bvvi mode. Abbott technical support was contacted, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.